Manufacturer narrative:
The reported event was confirmed during functional testing of the returned icy catheter (lot# 77255). Visual examination found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the manifold. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 77255.

Event description:
Approximately 22 hours during ivtm treatment, the nurse observed that the saline bag was empty. Upon inspection, moisture was noted by the patient bedside. The console did not display an alarm. Following this, the user replaced the saline bag and upon resuming therapy, the user observed a leak on the manifold (interior and exterior portion junction) of the catheter. After this, the catheter was replaced and ivtm therapy was continued without any further reported issue. No known impact or patient consequence was reported.